Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at the end of dialysis treatment, a pinhole in the middle of the venous lumen at 3.3 centimeters from the end of cvc (central venous catheter) was noted. There was a leak. No other defects or damages were found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. 2% chlorhexidine and 70% alcohol swabs were the cleaning agents used on the device and typically utilized to clean the adapters. The cleaning agent(s) was allowed to dry thoroughly with no ointments. The clamp was moved periodically. Tego was not utilized. The catheter was flushed well prior to use. There was no luer adapter issue. The insertion site was treated with chlorhexidine prior to product placement. The cvc was removed and replaced with 19 centimeters catheter on (B)(6) 2024, and the treatment was completed. There was a minimal few milliliters amount of blood loss. Blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient outcome.

Event description:
According to the reporter, at the end of dialysis treatment, a pinhole in the middle of the venous lumen at 3.3 centimeters from the end of cvc (central venous catheter) was noted. There was a leak. No other defects or damages were found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. 2% chlorhexidine and 70% alcohol swabs were the cleaning agents used on the device and typically utilized to clean the adapters. The cleaning agent(s) was allowed to dry thoroughly with no ointments. The clamp was moved periodically. Tego was not utilized. The catheter was flushed well prior to use. There was no luer adapter issue. The insertion site was treated with chlorhexidine prior to product placement. The catheter had been in place for 9 days. The cvc was removed and replaced with 19 centimeters catheter on (B)(6) 2024, and the treatment was completed. There was a minimal few milliliters amount of blood loss. Blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, holes in the lumens were noted. The catheter was explanted. There was no reported patient outcome.